Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; blood in/on helix mechanism was observed; full lead analyzed.

Event description:
It was reported that the lead pulled back the next day after implant. During implant the physician had thought the lead had a strange bend at the tip. The lead was replaced. No patient complications have been reported as a result of this event.